Event description:
It was reported by dealer that the footboard is loose and it comes back down, and patient has difficulty getting in and out of (B)(4) power chair. No injury reported, just that the footplate almost trips him because it will not stay up.